Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The device was a psee60a. The slr was not used for the 2nd firing. Roux-en-y reconstruction was performed as planned, but gst60b was used twice to cut the staple line that was unformed. The patient¿s condition is stable. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a laparoscopic distal gastrectomy, deployed staples at the proximal end of the cartridge were formed in a lumbricoid shape and bleeding occurred at the 2nd firing on the gastric body. Those staples were cut by a device with a gst60b at the 3rd and 4th firings. The device was used for roux-en-y method on the stomach. The amount of bleeding was unknown. No blood transfusion was required. A bipolar forceps, a clip, and a stapler were used to stop bleeding. A gst60b with a slr was used at the 1st firing. There are possibilities: the knife was dragged by the slr, the staples were remained in the proximal end of the cartridge, the tissue was overlaid. Additional suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2022. Additional information requested and the following was received: could you please clarify if there were any patient consequences? Yes. Bleeding occurred. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? =>no further information is available. After the operation the patient is stable.